Event description:
Customer stated that the physician noted a decline of blood pressure at the end of the procedure in which the navistar ds catheter was used. Customer also stated that cardiac tamponade was confirmed by echocardiography, and after 30 minutes, blood pressure returned to normal. Per customer, another echocardiography was performed, which confirmed that pericardial effusions had not increased. Customer also stated that no drainage was carried out, the procedure was finished, and the patient was instable condition. Subsequently the physician stated that the event was not caused by the navistar catheter, and it was caused by damaging the cardiac muscle during insertion of the sheath into the septum.

Manufacturer narrative:
The section on precaution in the instructions for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."